Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun stat was evaluated upon receipt. Per decontamination notes, received fdl and have a screen protector. Strap kit, fill tube, and temp cable returned unit. Confirmed alarm 17 and alarm at startup. Unit filled normally and installed test mixing pump to cool. During the evaluation it was found that reseating the mixing pump resolved the issue. Mixing pump was reseated. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse unable to start therapy in an arctic sun device due to alarm 17 (patient temperature one calibration error). Initially tried to replace temperature in cable, but upon further discussion with team it was explained this device will need to go to biomed for replacement of the isolation card. Per follow up information received via phone on 10jul2025, biomed had a device that was getting alert 17 and alert 30 at startup, occurs every time they turn the device on, coming in under warranty. Per sample evaluation results on 28jul2025, installed test mixing pump to cool in decontamination.

Manufacturer narrative:
Full facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse unable to start therapy in an arctic sun device due to alarm 17 (patient temperature one calibration error). Initially tried to replace temperature in cable, but upon further discussion with team it was explained this device will need to go to biomed for replacement of the isolation card. Per follow up information received via phone on 10jul2025, biomed had a device that was getting alert 17 and alert 30 at startup, occurs every time they turn the device on, coming in under warranty. Per sample evaluation results on 28jul2025, installed test mixing pump to cool in decontamination.

Event description:
It was reported that the nurse unable to start therapy in an arctic sun device due to alarm 17 (patient temperature one calibration error). Initially tried to replace temperature in cable, but upon further discussion with team it was explained this device will need to go to biomed for replacement of the isolation card. Per follow up information received via phone on 10jul2025, biomed had a device that was getting alert 17 and alert 30 at startup, occurs every time they turn the device on, coming in under warranty. Per sample evaluation results on 28jul2025, installed test mixing pump to cool in decontamination.

Manufacturer narrative:
Full facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.